Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Left hip revision for pain and elevated cobalt and chromium levels. All implants removed and replaced. Update: "the surgeon did not allege anything against the shell. The cup was revised for pain and elevated cobalt and chrome levels as stated in the initial report."

Manufacturer narrative:
Reported event: an event regarding disassociation, abnormal ion level and wear involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review and scratch marks can be seen on the surface of the metal head. Dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 01 september 2009 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. H3 other text : device not returned.

Event description:
Left hip revision for pain and elevated cobalt and chromium levels. All implants removed and replaced. Update: "the surgeon did not allege anything against the shell. The cup was revised for pain and elevated cobalt and chrome levels as stated in the initial report."